Event description:
Additional information indicated that boston scientific technical services (ts) requested documentation from the field representative showing impedance measurement history. This information was received and reviewed by several ts consultants who all felt this was due to the leads location and not an issue with the lead.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection indicated that the proximal segment of the lead was returned severed 14.2 centimeters (cm) from the is-1 terminal pin. There were setscrew marks visible on all terminal connectors. Resistance and pressure test were used to test electrical performance and insulation integrity. All measurements were within normal limits. The clinical observations could not be confirmed through testing of the returned segment of the lead.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise which resulted in pacing inhibition. A revision procedure was performed and the lead was surgically abandoned. No further adverse patient effects were reported.